Event description:
It was reported that "the patient went out to the toilet and said the line came out of his neck."

Manufacturer narrative:
No device sample is being returned for evaluation. Without the lot number we are unable to review the manufacturing records. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy. We are unable to determined the cause or factors which contributed to this event.